Event description:
A police officer responded to a call of a person who had gone down. According to the reporter, the officer attached the defibrillation electrodes, powered on the device and received a "connect electrodes" alarm. According to the reporter and the device's patient event record, another set of electrodes was connected at 55 seconds and the device prompted a "no shock advised" message and to initiate CPR. The patient survived the event. The defib electrodes used in this incident had been discarded by the customer.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The device is being returned to physio-control redmond for further evaluation by the failure analysis center. Physio-control will submit a supplemental report on this event.